Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. It was confirmed that the malfunction code did not recur after the reset, and the customer was informed they could continue using the pump, with instructions to call back if any issues arose again.